Event description:
It was reported that the patient presented to the hospital for an av nodal ablation procedure; an insulation abrasion was noted. The electrical functions were tested and found to be normal. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.